Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that returned tasp exhibits signs of repeated use (nicked or gouged). DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to previously addressed design issue. This device was manufactured before the design change, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported instrument was found fractured. No known adverse event was reported.